Event description:
It was reported that inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of signal was noted on the device resulting in arrhythmia. Abbott technical support was contacted, the device was reprogrammed, and adjustments in patient medication were made. The patient was in stable condition.